Manufacturer narrative:
Product was received to be returned for eval and has not been received. This report is based solely on the customer reported issue. (B)(4).

Event description:
Customer reported the battery connection seems loose and power cuts in and out. Customer did not indicate when the issue was discovered. No pt incident or injury was reported.